Event description:
It was reported by service report that the customer alleged that the unit's zoom drive had excessive speed. Upon inspection of the unit by the service technician, the alleged issue could not be duplicated and the zoom function was operating to specification.

Event description:
It was reported by service report that the customer alleged that the unit's zoom drive had excessive speed. Upon inspection of the unit by the service technician, the alleged issue could not be duplicated and the zoom function was operating to specification.

Manufacturer narrative:
Previous initial report was issued without the PMA/510(k)#. (B)(4).